Manufacturer narrative:
The patient is using the rollator for many years. During that the onehand parking brake was still exchanged in the past, due it was not possible to adjust it accordingly. Last time the onehand parking brake was exchanged around 4-6 month ago. During transfer to the toilet and support on the rollator, suddenly the parking brake came lose and the rollator slipped to the front. During that the user fell to the floor. The legacy is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
The patient is using the rollator for many years. During that the onehand parking brake was still exchanged in the past, due it was not possible to adjust it accordingly. Last time, the onehand parking brake was exchanged around 4-6 month ago. During transfer to the toilet and support on the rollator, suddenly the parking brake came lose and the rollator slipped to the front. During that the user fell to the floor. The legacy is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).